Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatand when additional information is obtained.ment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment in 2018 and three years post liposuction was presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Corrected data: a2, a4, and a6. Additional information: b5.

Event description:
Allergan aesthetics received additional information that patient received a coolsculpting treatment to the right infra-scapular area, received liposuction and presented with ph recurrence.

Manufacturer narrative:
Clarification to partial date of occurrence (b3) provided: corrective liposuction was performed in 2019 and patient reported "3 years post lipo and still feel as though the areas that had pah are still prominent" which would make the best estimate for the date of onset for ph recurrence 2022. Continued d10: UDI: (B)(4).

Event description:
Patient reported paradoxical hyperplasia (ph) recurrence to right bra area. Patient received coolsculpting treatment to the bra roll/back fat on 07/jan/2018 with a cooladvantage, coolcurve+ applicator. Corrective liposuction was performed in 2019 to all affected areas and reported "3 years post lipo and still feel as though the areas that had pah are still prominent".